Manufacturer narrative:
Updated: h6, h10 . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of leakage into the video connector due to user handling/mishandling, resulting in damage to the charged-coupled device (ccd) unit. The event can be detected/prevented by following the instructions for use which state: - inspection of the endoscopic image - do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was found to be due to a damaged charged coupled device unit. In addition to the reportable findings documented in b5, non-reportable findings are as follows; the bending section cover adhesive buoy was floating; the video cable was cut and not waterproof; and the video connector was scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope screen was black and no video was displaying. The issue was found during preparation for use for a diagnostic procedure. The procedure was successfully completed using a similar device. There were no reports of patient harm.